Event description:
Pt had an 18g catheter in l basilic vein approx 14" length. Leak at site and pt had pain and erythema. Catheter discontinued 8/5/96. Examined post removal. Missing piece 1cm long at 25cm mark and "u" shaped tear at 15cm mark. Catheter removal was easy. Spoke with rn who inserted catheter. She used 17g metal winged introducer. She stated insertion was easy. Threading was easy and uneventful. Called rpac and vascular surgeon who ordered follow-up x-rays (cxr, l shoulder, l arm) to further assess possible locations of missing shard of silicone catheter. All x-rays negative per dr. No foreign body found. Pt had midline catheter inserted at md office by rn, observing was rpac. (Primary care physicians asst). Pt has lyme and bell's palsy and hepatitis c on rocephin 28m IV pb q24 hours since 7/23/96. Had on and off s/s phlebitis since 7/24/96 - md aware.